Event description:
A talent stent graft system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient's arteries were excessively calcified. It was reported that the device was able to advance; however, it was a few cm short of the renal arteries after which it kinked (see MFR # 2953200-2008-00849). The stent graft was not attempted to be deployed and the decision was made to remove the delivery system from the patient. Another talent device was used to complete the case. When the stent graft was implanted, there was a type 3 endoleak seen before the stent graft was ballooned. It was not possible to confirm which side the endoleak was coming from; therefore, the decision was made to reline both sides with iliac limbs. This successfully resolved the endoleak. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: excessively calcified arteries.